Event description:
Hearing performance with the device affected. On (B)(6) 2021, the recipient bumped the left side of his head and the recipients left ear made contact with a wooden cabinet corner. The recipient has been re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021, the user bumped the left side of his head and the mother reports his left ear made contact with a wooden cabinet corner.